Event description:
It was reported that the patient experienced unspecified issues with an inflatable penile prosthesis (ipp). The ipp pump was explanted and a new ipp pump was implanted. Further information has been requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: describe event or problem, model # lot #, pt codes.

Event description:
It was reported that the patient experienced unspecified issues with an inflatable penile prosthesis (ipp). The ipp pump was explanted and a new ipp pump was implanted. Further information has been requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information was reported that the pump was not functioning properly.